Event description:
On (B)(6) 2013, it was reported to defibtech that during a (B)(6) 2013 rescue attempt with a defibtech ddu-100 AED, the AED was attached to a pt, it advised a shock, began charging and then aborted the shock five to six times. It was reported that the pt was not resuscitated.

Manufacturer narrative:
Conclusion: defibtech has requested the customer to return the electronic history files from the actual device involved in the incident to aide in the investigation. To date, the electronic history files have not been received. The investigation remains open and no conclusions can be made at this time. Based on the outcome of the investigation, should additional info become available, a follow-up report will be submitted.